Event description:
It was reported that the skin gathers up before going through roller of the zimmer meshgraft ii. Add'l clinical f/u with the hospital indicated that the surgeon was able to mesh the planned graft by careful maneuvering and then the graft was able to be stretched enough that the planned wound coverage was accomplished. There was no add'l donor site harvest, no surgical intervention, and only a very slight increase of surgical time was encountered.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.